Event description:
Patient reported that device generated a "low cartridge warning" alert when the device actually had 1/2 a cartridge of insulin left. During phone troubleshooting, device also generated an electronic error. Patient's blood glucose is high at 300 mg/dl; patient alleged that device is not giving pt insulin.